Manufacturer narrative:
The reported failure "no measuring flow" was noticed by the engineer. The affected rotaflow drive will be sent back under RMA#41036 for investigation/repair by the manufacturer emtec. Drive received in rastatt 2020-06-04 functionaltest in rastatt 2020-06-15: failure confirmed. Send to emtec 2020-06-18, back from emtec 2020-07-20, functionaltest after emtec 2020-07-21. According to the service report rma2020-10216 dated on 2020-07-09 the reported failure "no measuring flow" could be reproduced. The sensor amplitude is 0. Assumed that the flowsensor is defective, replacement has not solved the problem. Rotaflow drive cable defective. Following work has been done by emtec. Flow sensor replaced, rotaflow drive cabel replaced, rotaflow drive passed all tests. The most probable root cause could be determined according to emtec as aging. According to the service report 10478363 dated on 2020-07-21 the rotaflow drive was tested according to the current service protocol. The reported failure "no measuring flow" was noticed by the engineer and could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID:(B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from (B)(6) that a rotaflow console unit has a malfunction of flow display(lpm). The engineer figured the defective rotaflow drive unit out. Disassembled the affected rotaflow drive and connected to another rfc(reference unit) for a test. In the result, this rotaflow drive incurred same problem on both of rfc units. Complaint ID: (B)(4).